Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a manufacture representative regarding a patient receiving unknown drug via an implanted pump. The indication for use was spinal pain. It was reported the patient's pump was read and the facility saw a motor stall indication on (B)(6) 2019. There were no environmental/external/patient factors that may have led or contributed to the issue. They refilled and updated the pump. They did not hear any alarm during the visit. It was noted the issue was resolved.